Event description:
This is the same procedure as 6000089-2007-00748. It was reported that during a pci procedure, a second maverick2 monorail balloon ruptured at 8atms on the third inflation. The lesion being treated was located in the moderately tortuous and severely calcified mid right coronary artery (rca) with chronic total occlusion. The device was removed intact. The indication for this procedure was a myocardial infarction. The procedure was successfully completed with another maverick2 balloon. Pt status is listed as "good".

Manufacturer narrative:
Device eval: the device was disposed of by the hosp; therefore, no direct prod analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.